Event description:
It was reported that during repositioning, a guide wire could not be inserted into the left ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.